Event description:
The customer reported to baxter (B)(4) that the distal luer lock adapter was not glued to the set with the secondary medication set. It is unknown when this incident occurred. It was unknown if there was any patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The customer reported condition of the distal luer lock adapter not glued to the set was confirmed. The tubing was separated from the 2 piece luer lock assembly. Dimension testing was performed and the root cause could be due to insufficient tubing insertion depth. But an assignable root cause could not be determined at this time. A batch review was conducted for the complaint lot number with no abnormalities observed. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).